Manufacturer narrative:
Block b3: exact date unknown, event occurred at least a year ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty with charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.